Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. The patient described the area as indents/impressions from the electrodes. There is no indication of a visible rash or irritation. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the indents/digging into skin. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.